Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic due to an alert. Device interrogation indicated t-wave oversensing. The ICD was reprogrammed. No further intervention was reported.